Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported insufficient information. This record is for left side. Device was explanted. Later, hcp reported that there was a leak in the implant, removal of a double capsule that covered the implant.

Manufacturer narrative:
Continued section e1 (phone #) :(B)(6). Additional, changed, and/or corrected data: d6(a), d6(b), e1, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture and double capsule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and double capsule. The device has been explanted.